Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was completed as planned after restarting the system. Philips was unable to confirm the allegation regarding that the system could not emit x-ray as service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.